Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device ¿ left fallopian tube/ovary/migration of essure device, perforation of fallopian tube"), salpingitis ("chronic salpingitis") and pelvic pain ("pelvic pain") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida, parity 2, eye operation, c-section (weight 141 lb. Height 61 in.) And epigastric pain. * on (B)(6) 2015: no pain prior to surgery. Concurrent conditions included nerve injury, urination pain, chronic salpingitis, paratubal cyst, localised erythema and amenorrhea (no menses since essure placement in (B)(6) 2015). Concomitant products included nitrofurantoin (macrobid) and oxybutynin. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), nausea ("nausea"), weight increased ("weight gain") and back pain ("lower back pain"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder") and irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ irritable bowel syndrome"). The patient was treated with promethazine, gabapentin, camostat mesilate (leseplon), ibuprofen, augmentin, surgery (supracervical hysterectomy (uterus), bilateral salpingectomy and diagnostic laparoscopy), surgery (diagnostic laparoscopy, bilateral salpingectomy) and surgery (diagnostic laparoscopy, bilateral salpingectomy, removal of peritoneal cyst, lysis of omental adhesi). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, nausea, weight increased and back pain had not resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tubal ostia with 8 coils visible, left os with 4 coils visible after placement. Diagnostic results: on (B)(6) 2015: difficult to visualize coils on tvus. Formal scan ordered. Augmentin rx¿d. Take scheduled ibuprofen x1 week. F/u after u/s. May need surgical management if coil is misplaced.on (B)(6) 2015: no change in pain despite augmentin and ibuprofen. Pain prohibits intercourse. Ultrasound with right coil in place, location of left coil unclear. Per sonographer notes, it appears as though coil is in the left ovary. Discussed with [doctor], left coil location is unclear not obviously in the ovary. Recommend diagnostic laparoscopy, possible unilateral salpingo-oophorectomy, removal of essure coil, chromotubation and right salpingectomy if right tube is still patent.on (B)(6) 2016: abdominal ultrasound: impression: no gallstones, gallbladder wall thickening or localized tenderness. Bile ducts nondistended. No hepatic mass or enlargement. Incidentally noted is a complex left ovarian mass measuring 40 x 40 x 41 mm with potential mural nodule. Follow up or gynecologic evaluation may be appropriateon (B)(6) 2015, surgical pathology report: diagnosis: bilateral fallopian tubes and essure coil, salpingectomy: complete cross sections of fallopian tubes with lumens identified. One fallopian tube with mild chronic salpingitis. Benign paratubal cyst. Essure coil, received and confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, sharp pain, cramping, dyspareunia, device dislocation, menorrhagia, nausea, abdominal pain. Described chronic salpingitis. Most recent follow-up information incorporated above includes:on 4-apr-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization was added. Events were clubbed with previously reported events. Events:menorrhagia,bladder or urinary problems or changes: bladder disorder, bladder or urinary problems or changes: urinary tract disoder, fatigue, gastrointestinal or digestive system condition ¿irregular bladder syndrome, fallopian tube perforation, nausea, weight increased, back pain were newly added. Event added per mr: chronic salpingitis.incidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device ¿ left fallopian tube/ovary/migration of essure device, perforation of fallopian tube'), device breakage ('left a piece of the coil in their and it was embedded in my uterus'), embedded device ('left a piece of the coil in their and it was embedded in my uterus'), salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, eye operation, c-section (weight 141 lb. Height 61 in.) And epigastric pain. On (B)(6) 2015: no pain prior to surgery. Concurrent conditions included peripheral nerve injury, urination pain, chronic salpingitis, paratubal cyst, localised erythema, amenorrhea (no menses since essure placement in (B)(6) 2015), numbness in leg and discomfort. Concomitant products included antibiotics, etonogestrel (nexplanon) and oxybutynin. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), nausea ("nausea") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ irritable bowel syndrome"), pain in extremity ("leg pain") and arthralgia ("knee pain"). The patient was treated with amoxicillin;clavulanic acid (augmentin), camostat mesilate (leseplon), gabapentin, ibuprofen, promethazine and surgery (diagnostic laparoscopy, bilateral salpingectomy, diagnostic laparoscopy, bilateral salpingectomy, removal of peritoneal cyst, lysis of omental adhesi and supracervical hysterectomy (uterus), bilateral salpingectomy and diagnostic laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, embedded device, salpingitis, dysmenorrhoea and dyspareunia outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, nausea, weight increased and back pain had not resolved and the pain in extremity and arthralgia had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, irritable bowel syndrome, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tubal ostia with 8 coils visible, left os with 4 coils visible after placement. Diagnostic results: on (B)(6) 2015: difficult to visualize coils on tvus. Formal scan ordered. Augmentin rx¿d. Take scheduled ibuprofen x1 week. F/u after u/s. May need surgical management if coil is misplaced. On (B)(6) 2015: no change in pain despite augmentin and ibuprofen. Pain prohibits intercourse. Ultrasound with right coil in place, location of left coil unclear. Per sonographer notes, it appears as though coil is in the left ovary. Discussed with [doctor], left coil location is unclear not obviously in the ovary. Recommend diagnostic laparoscopy, possible unilateral salpingo-oophorectomy, removal of essure coil, chromotubation and right salpingectomy if right tube is still patent. On (B)(6) 2016: abdominal ultrasound: impression: no gallstones, gallbladder wall thickening or localized tenderness. Bile ducts nondistended. No hepatic mass or enlargement. Incidentally noted is a complex left ovarian mass measuring 40 x 40 x 41 mm with potential mural nodule. Follow up or gynecologic evaluation may be appropriate on (B)(6) 2015, surgical pathology report: diagnosis: bilateral fallopian tubes and essure coil, salpingectomy: complete cross sections of fallopian tubes with lumens identified. One fallopian tube with mild chronic salpingitis. Benign paratubal cyst. Essure coil, received and confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, sharp pain, cramping, dyspareunia, fatigue,device dislocation, menorrhagia, nausea, abdominal pain. Described chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media received reporter information was added. New event added knee pain, leg pain and outcome added.5th and 6th f/u process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device ¿ left fallopian tube/ovary/migration of essure device, perforation of fallopian tube'), device breakage ('left a piece of the coil in their and it was embedded in my uterus'), embedded device ('left a piece of the coil in their and it was embedded in my uterus'), salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, eye operation, c-section (weight 141 lb. Height 61 in.) And epigastric pain. On 202015: no pain prior to surgery. Concurrent conditions included peripheral nerve injury, urination pain, chronic salpingitis, paratubal cyst, localised erythema, amenorrhea (no menses since essure placement in 202015), numbness in leg and discomfort. Concomitant products included antibiotics, etonogestrel (nexplanon) and oxybutynin. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), nausea ("nausea") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On 202015, the patient had essure inserted. On 202015, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes: urinary tract disorder") and irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ irritable bowel syndrome"). The patient was treated with amoxicillin;clavulanic acid (augmentin), camostat mesilate (leseplon), gabapentin, ibuprofen, promethazine and surgery (diagnostic laparoscopy, bilateral salpingectomy, diagnostic laparoscopy, bilateral salpingectomy, removal of peritoneal cyst, lysis of omental adhesi and supracervical hysterectomy (uterus), bilateral salpingectomy and diagnostic laparoscopy). Essure was removed on 202015. At the time of the report, the fallopian tube perforation, device breakage, embedded device, salpingitis, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, nausea, weight increased and back pain had not resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tubal ostia with 8 coils visible, left os with 4 coils visible after placement. Diagnostic results: on 202015: difficult to visualize coils on tvus. Formal scan ordered. Augmentin rx¿d. Take scheduled ibuprofen x1 week. F/u after u/s. May need surgical management if coil is misplaced. On 202015: no change in pain despite augmentin and ibuprofen. Pain prohibits intercourse. Ultrasound with right coil in place, location of left coil unclear. Per sonographer notes, it appears as though coil is in the left ovary. Discussed with [doctor], left coil location is unclear not obviously in the ovary. Recommend diagnostic laparoscopy, possible unilateral salpingo-oophorectomy, removal of essure coil, chromotubation and right salpingectomy if right tube is still patent. On 202016: abdominal ultrasound: impression: no gallstones, gallbladder wall thickening or localized tenderness. Bile ducts nondistended. No hepatic mass or enlargement. Incidentally noted is a complex left ovarian mass measuring 40 x 40 x 41 mm with potential mural nodule. Follow up or gynecologic evaluation may be appropriate on 202015, surgical pathology report: diagnosis: bilateral fallopian tubes and essure coil, salpingectomy: complete cross sections of fallopian tubes with lumens identified. One fallopian tube with mild chronic salpingitis. Benign paratubal cyst. Essure coil, received and confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, sharp pain, cramping, dyspareunia, fatigue,device dislocation, menorrhagia, nausea, abdominal pain. Described chronic salpingitis. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received- new event embedded device was added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent procedure to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.